Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6), 2023, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). The explanting surgeon is: dr. (B)(6). The assisting surgeons are: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - captures the reportable event of mesh migration and exposure e2006 - captures the reportable event of mesh exposure. The following imdrf impact code captures the reportable event of: f1905 - captures the reportable event of exposed mesh removal procedure. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported to boston scientific corporation that an upyslon y-mesh was implanted into the patient during a robotic-assisted laparoscopic sacral colpopexy and labioplasty procedures on (B)(6), 2023, for the treatment of vaginal vault prolapse. The procedure was completed without reported device malfunction or complications, and no mesh exposure was noted at that time. On (B)(6), 2025, the patient presented with vaginal pain and complications related to the implanted device, specifically exposure of the urethral mesh. Intraoperative findings revealed that the anterior arm of the sacrocolpopexy mesh had retracted at the apex, and the exposed mesh was subsequently excised and removed during a robotic-assisted laparoscopic procedure. Following the procedure, the patient's condition was stable, and she was transported to the recovery room having tolerated the procedure well.